Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked case display window corner. The device was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 322 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.